Event description:
A customer reported that their pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level, as it was within the range of 54-500 mg/dl. The speaker holes on the back of the pump were obstructed, and after receiving instructions to remove the obstruction and clean the speaker holes, the customer was able to resume insulin. The alarm did not recur, and the pump resumed normal operation. The customer was provided tips to prevent future altitude alarms.